Event description:
In 2008, the patient reported that she often experiences occlusion (e4) errors due to the needle between the infusion tubing and headset bending. She stated that she disconnects from the infusion tubing once per day to shower and she reconnects per the instructions for use. She changes the infusion site every 2 days and the infusion tubing every 6 days. No physiological effects were reported. The patient did not requite medical assistance from a healthcare professional or second party to address the issue. The patient discarded the alleged product. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.